Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection. The implant site was hot, red in color, swollen, blistering and with purulent drainage. The physician treated the patient with several antibiotics. Additional information received from the field representative indicated that the physician had cleaned the device pocket out. There were no additional adverse patient effects reported. The rv lead remains in service.

Event description:
Additional information received indicates that the device system was removed successfully due to possible infection. It was also reported that the patient had pain on the left side of the upper body. There were no additional adverse patient effects reported. The right ventricular (rv) lead was explanted.